Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The investigation is still in progress. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not heating as expected on the patient side since the temperature dropped below the set one and the temperature did not grow when requested during procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device has been scrapped and replaced with a new one. The exact root cause could not be determined.

Event description:
See initial report